Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to the activ.a.c.¿ therapy system. The patient presented to the physician with drainage seeping from the v.a.c. ® drape and had not changed to an alternate dressing. This report is being filed due to possible use error. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Changing the canister: the v.a.c. ® canister should be changed when full (the alarm will sound) or at least once a week to control odor.

Event description:
On (B)(6) 2019, the following information was reported to kci by the physician: the patient experienced compartment syndrome and underwent a fasciotomy. The patient was discharged and was placed on the activ.a.c.¿ therapy system. The activ.a.c.¿ canister allegedly "filled over" the weekend, and the patient did not receive additional canisters to replace. Subsequently presented to the physician's office on (B)(6) 2019. The patient's wound was allegedly severely macerated with drainage allegedly trapped and seeping out of the v.a.c.® drape. The patient was admitted and was subsequently discharged on (B)(6) 2019. On (B)(6) 2019, the following information was reported to kci: the patient underwent a debridement in the operating room, and is reportedly still healing. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged maceration is related to the activ.a.c.¿ therapy system.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.